Event description:
The customer contacted baxter's service center regarding the number of cycles; which occurred on the homechoice (hc) during use. The caregiver (cg) stated that yesterday, the hc had 3 cycles in therapy and then there were 2. The technical service representative (tsr) had the cg review program and there was set to continuous cycled peritoneal dialysis and intra peritoneal dialysis. The total volume was equal to10000ml, the fill volume was equal to 3000ml, and the last fill volume was equal to was 2500ml. The tsr explained that this adds up to 2 cycles, then explained how the hc comes up with number of cycles. The cg stated that they may have accidently changed something. The tsr advised the home patient (hp) to call the registered nurse (rn) as soon as possible and go over programming in case accidental change was made to therapy. Cg understood explanations and would call the rn. There hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pdrn) (B)(6) 2012 the regarding reported problem. The pdrn stated that the patient is supposed to have three cycles on their machine. The pdrn stated that they have already heard about this problem and the machine has been readjusted to stay at three cycles. The pdrn stated they believe this issue was related to human error, because this had not been the first incident in which the programming was changed. The pdrn stated that the cg has a tendency of pressing buttons to adjust the dwell time, and the draining. The pdrn stated they will communicate with the customers regarding pressing buttons. The pdrn stated that they will try locking the machine programming so it does not occur again. The pdrn stated the patient did not need medical intervention, and that they were able to continue with therapy after the machine was reprogrammed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition of user error, failed to follow therapy steps was confirmed, and the assignable cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.